Event description:
It was reported that the customer had problems with four 16g biopsy needles. Reportedly, tissue samples could not be taken. No additional information was made available. No report of any patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The complaint samples have been received and are currently being evaluated.